Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 290cc breast implant and experienced pain and deflation on the left side post-operatively, which was confirmed via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On jan 3, 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During visual analysis of the returned sample sm hps dv 290cc breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 2, 2022, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2022. Reason for device explant and/or reoperation: pain, deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 21, 2023, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6) and (B)(6). Manufacturer¿s reference number: (B)(4).